Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available

Event description:
It was reported that the camera exhibited a damage on cable sheath, the issue occurred out of the box failure. There were no reports of patient involvement.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial report was sent in damage cable sheath on camera head which would not cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.